Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) exhibited a brief sensor signal loss during use with the ilet bionic pancreas, described as a transient communication issue that resolved spontaneously, and troubleshooting and education were completed. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact to health. User support included technical review and user education conducted during the call. Investigation of this case revealed a momentary loss of signal between the sensor and receiver/transmitter, with no persistent malfunction identified and the device function returning to normal without intervention. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal interference or environmental factors consistent with normal device behavior.